Event description:
It was reported by the (B)(4) technician that the cot dropped and the patient was injured. There is no further information provided.

Manufacturer narrative:
No information was provided from the technician.

Manufacturer narrative:
After investigation, the level 1 root cause for the alleged cot tip event is unknown as the product was not available to be evaluated to confirm the event. However, the customer reported that the device was still functional and provided the details around the tip event. After reviewing previous similar complaint and the manual for this device it was identified that a likely cause for the alleged tip event was associated with no malfunction but operator error. The manual provides specific instructions on properly unloading the cot and based on the event reported the operators may have not verified the safety hook was engaged resulting in the cot coming out of the ambulance truck and tipping over. The issue was resolved for the customer by attempting to offer to have the device evaluated. However, the customer has refused to have it evaluated and has decided to keep the device out of service. The customer did not wish to have any additional follow-up regarding any concerns for training or proper device usage. Customer requested no device evaluation.

Event description:
It was reported by the emsar technician that the cot dropped and the patient was injured. There is no further information provided.